Event description:
The technician alleged the side rail would not lock in the raised position. No patient impact.

Manufacturer narrative:
The technician found the spring on the side rail push handle was dislodged. The technician reset the spring on the side rail push handle to resolve the issue.